Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.

Event description:
A 2.4mm lcp straight wrist plate implanted approximately 3 months ago for a fracture of the distal radius broke post operatively. The patient complained of pain and swelling in the wrist area. An x-ray verified plate breakage. The plate was removed and no additional hardware was implanted as the fracture had healed.